Event description:
Customer reported issues with the insulin pump. Customer states that there is a blank display. The blood glucose reading is 40 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump has cracked case near display window corners and cracked reservoir tube lip.